Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 138 ohms. Technical services reviewed the lead trend and noted it has been stable the past few months and recommended resetting the alert condition with an in-clinic interrogation. Technical services recommended to discuss with the health care professional (hcp) to increase the upper rate limit to 150 ohms. At this time, the lead remains in service. No adverse patient effects were reported.